Manufacturer narrative:
Return of product has been requested. Lot number has not been provided by the reporter. This report is being filed on the allegation of a hole in the handle. Our assessment being that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out of an abundance of caution we are reporting to FDA. The investigation of the actual device will occur upon receipt of returned product.

Event description:
Toothbrush didn't seem to charge, tried charging it again and it started getting very hot and smoking / ended up melting in a spot [device physical property issue]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 13-feb-2017 that he/she purchased an oral-b power rechargeable toothbrush handle pro health for me 3709 model d12.523s for his/her nine year old son on an unspecified date in (B)(6) 2017. The consumer stated that he/she tried charging it again on (B)(6) 2017 and it started getting very hot and smoking. The consumer described that it ended up melting in a spot (the consumer asserted that he/she had pictures and a video of it smoking). Email was sent on 2/22 requesting video. On 2/23 consumer was contacted by phone requesting the video be attached. Consumer hung up on agent. No symptoms developed.